Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a b30 scope communication error. The issue was identified during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned to olympus for inspection, and the reported failure could not be confirmed. However, the customer contacted the technical assistance center (tac) and completed remote troubleshooting. During the process, they wiped the gold contacts with an alcohol wipe. In addition, the following reportable malfunctions were identified during the device evaluation: image had black with lines in it. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported event could not be determined. In addition, the cause of the image appearing black with lines could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.